Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was an atrial fibrillation (af) observed at the device check post magnetic resonance imaging (MRI) procedure. The patient has a history of af, but the physician who filled in the form stated that could not completely deny the relevance of the MRI procedure to the observed af. The device remains in use. The patient is enrolled in the (B)(6). No further patient complications have been reported as a result of this event.